Manufacturer narrative:
Additional narrative: device is an instrument and is not implanted/explanted. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a proximal femoral nail antirotation was used for a proximal femoral trochanteric fracture case. After nail was inserted, the surgeon tried to insert the protection sleeve in the aiming arm 125°, but the compression nut could not be inserted on the protection sleeve, and the locking was failed. The operation was continued without locking, it was locked manually. In several checks before implantation, the button on the clamp device of aiming arm was too solid, so it was already difficult to attach and remove. After cleaning and sterilizing after the surgery, the button of aiming arm was still unstable for locking. It was reported that procedure was extended by three minutes with no patient harm, procedure was successfully completed. This is report 4 of 4 for complaint (B)(4).

Manufacturer narrative:
A product development evaluation was completed: the devices do not show any visually detectable deviations and seem to be functionally intact. The described complaints could not be repeated. The returned compression nut, protection sleeve and aiming arms were repeatedly assembled and disassembled using both returned devices and alternative equivalent instrumentation and no dysfunction could be detected. The described condition could not be replicated during this functional testing. The surgical technique for proximal femoral nail antirotation states to screw the buttress nut up to the marking on the protection sleeve. Not following this advice might have supported the described condition. The returned devices were found to be functional. As the complaint couldn¿t be replicated and no reason for a possible dysfunction could be determined the complaint is deemed invalid. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional product code for this report includes hwc. Device is not distributed in the united states, but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records was performed and no complaint related issues were found. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.